Manufacturer narrative:
Pump received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the customer received a button error alarm. The mother reported the alarm occurred during an infusion set change. The customer's blood glucose was 65 mg/dl at the time of incident. The customer's blood glucose rose to 122 mg/dl at the end of the call. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.